Event description:
The reported glucose values fall within the d zone of the parkes error grid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On 11/15/2024 at 2:00am, the patient' spouse stated the patient was unresponsive, arms were stiff and they were gasping for air. When they checked the cgm, it was 110 mg/dl. Paramedics were called and when they arrived, they checked the bg and it was 21 mg/dl while the cgm was still displaying 110 mg/dl. The patient was transported to the emergency room and was given unspecified medication by paramedics. Follow up contact was made with the patient's spouse on (B)(6) 2024 and it was reported that the patient was still in the hospital. No further event details were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.